Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Additional information reported that the right atrial (ra) lead displayed undersensing during an atrial arrythmia. Both leads remain in use. No patient complications have been reported as a result of this event.